Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the atrial lead exhibited loss of capture, high impedance, and undersensing. The lead was capped and replaced; the procedure was completed without any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.